Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited a single high out of range shock impedance measurement greater than 125 ohms. All subsequent measurements were within normal limits. The physician plans to continue monitoring. No adverse patient effects were reported. This product remains in service.